Manufacturer narrative:
The ventilator was returned to the manufacturer for eval and the customer's complaint was confirmed. The service eval found that the battery was unable to reach full charge capacity due to normal wear associated with rechargeable batteries. The device's internal battery was replaced to address the issue. A review of the device's service record indicates the device has not returned for preventive maintenance since 2004. This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the manufacturer's updated reporting procedures. This program is being undertaken to address FDA warning letter (B)(4).

Event description:
The manufacturer received info alleging the internal battery was not lasting as long as expected. There was no harm or injury reported.